Manufacturer narrative:
B5 - vicm512.6 should be corrected to vicmo12.6. Claim#: (B)(4).

Manufacturer narrative:
Weight:height:unk. Work order search: no similar complaints within associated lots were found. Claim# (B)(4)).

Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of a -18.0 diopter was lens tear/break during loading when implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a replacement lens and the problem was resolved. There was no patient injury.

Manufacturer narrative:
A2 - age should be corrected to "22yrs".